Manufacturer narrative:
(B)(4). Verified item lot combination and reviewed manufacturing date as returned item exhibits signs of repeated use and the tasp has fractured off on the medial side of the post feature. All pieces were returned. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. Investigations for complaints associated with the tibial articular surface provisional (tasp) fractures were analyzed by optical microscopy; revealing hackle marks and river lines in the case of bending overload; and hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. In addition to the visual and optical microscopy analysis, a review of the dhf and dfmea was performed. Ongoing complaint monitoring confirms that the rate of instrument fracture is within the expected risk profile as specified in the dfmea. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tasp fractured after the procedure was completed while disassembling the instruments. There was no patient impact or delay in procedure. All pieces were returned. No additional information available.